Manufacturer narrative:
The pump passed the rewind, self test, idle current, run current, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm the motor position encoder error alarm due to an erased history file. Unable to perform the off no power, unexpected restart, occlusion, or no delivery tests due to the motor error alarm. The pump had cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed a motor error alarm during rewind. Customer's blood glucose was unknown. Found multiple motor error alarms in history. Customer was advised that the device will be replaced. Customer agreed to return the device for analysis.